Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. No additional information was follow-up. Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 55 months without any record of factory service.

Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on decontamination due to the attachment being damaged by tool contact. No additional information was available on follow-up.